Event description:
Customer reported an iron secondary infusion flowed into primary bag. The user noticed this shortly after the infusion started. A new primary and secondary set were setup and the infusion completed with no problems. There was no repot of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.